Event description:
It was reported that balloon rupture occurred. The 88% stenosed target lesion was located in the non-calcified, non-tortuous left iliac vein. There was venous scarring and webbing from chronic deep vein thrombosis. A wallstent was implanted and a 16-6 5.8 x 75 xxl esophageal stent was advanced for dilatation. During inflation the balloon ruptured at four atmospheres. The device was completely removed from the patient and the procedure was completed with a 14x60 xxl balloon. No patient complications were reported and the patient status was fine.